Event description:
Caller reported tandem mobi cartridge alarm during the load process. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to remove the cartridge and deliver a 9-unit bolus, which completed successfully, allowing the customer to reload the original cartridge and resume insulin therapy. The issue was resolved.